Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) alleging that the pump's bolus history was inaccurate. The reporter did not allege any harm or injury because of the reported issue. The reporter claimed that for the previous 3-4 months, boluses had been missing the pump's history. The reporter indicated that she was writing everything down and was accusing her son of not performing boluses. The reporter mentioned, however, that she was surprised to notice that the patient's blood glucose (bg) levels were fine although he was supposedly not bolusing. On (B)(6) 2012, the reporter bolused 5.0 units at 10:30 am and claimed that she saw the pump delivering on the screen. However, the reporter alleged that the bolus did not appear in the history. The reporter reportedly added up the tdd and claimed that the bolus was missing from the total. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump's bolus history was inaccurate. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4):a review of the pump bolus history shows that on (B)(4) 2012 a 5.6 unit bolus was given at 7:45am and a 6.8 unit bolus was given at 11:36am. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction recorded in the black box or pump alarm history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and accurately recorded in the pump history with the correct time and date. There were no hypersenstive keys observed during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.